Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high capture thresholds. A revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.